Event description:
A feedback case was submitted stating that the users reported that part of the ECG data had not been recorded. This could indicate that the ECG was not displayed on screen/not acquired. No patient impact was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.